Manufacturer narrative:
Patient weight and ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate between jan 26, 2022 and mar 1, 2022.. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor's office reported their patient experienced refractive surprise after implanting the johnson & johnson intraocular lens (iol) into their right eye. It is unknown if the outcome is significantly affecting the patient¿s daily activities. The iol was explanted in a secondary surgical procedure. Unknown if incision was enlarged. There was no vitrectomy required and no sutures. It is unknown if medication was prescribed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 25, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) number was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.